Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was getting low alert on the receiver for cgm 69mgdl 5 days after the sensor was put on the arm. There was no symptoms at first, but he drank orange juice. Then at the same time, he did a fingerstick test and his reading was about 400mgdl. He started feeling nauseated. He was not able to do any treatment for hyperglycemia while at work. An unspecified time later, when he went home, his dexcom was still giving low readings. At around 1am on (B)(6) 2025 his father brought him to emergency room (ER). His dexcom sensor was removed and at the hospital they took a bg test and he was still around 400mgdl. His medications while at the ER was lantus and novolog via syringe(shots). He stayed at the hospital from (B)(6) 2025 and before he was discharged he inserted a new sensor. The cgm was about 160mgdl which matched with the bg meter at the hospital. He was feeling better during the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.